Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of five products involved in the same patient reported under manufacturing numbers 9616099-2007-02208, -02209, -02210, -02211 and -02212. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from another country indicated that a patient suffered a chest pain, a myocardial infarction, went into cardiopulmonary and died after receiving five cypher stents. The stents had been implanted in a staged procedure. The first two cypher stents were implanted in the distal left circumflex . Procedural details were not provided. Approximately seven months later, three more stents were implanted in the proximal left circumflex and the mid right coronary artery. The cypher stent implanted in the proximal circumflex overlapped with the second cypher stent previously implanted in the left circumflex. And the two cypher stents implanted in the right coronary artery overlapped one another. Thirteen months after the last procedure, the patient complained of chest pain during dialysis and developed a myocardial infarction. The patient then went into cardiopulmonary arrest and expired. A postmorten was not done.